Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600mg/dl. Customer's current blood glucose level was 338mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer was admitted into the hospital as a result of high blood glucose. The customer's blood glucose level was 480mg/dl at the time of hospitalization. The customer also states that the cause od hospitalization was diabetic ketoacidosis. The customer was treated with manual injection. The customer does not allege pump was under delivery. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The no delivery alarm functioning properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.